Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there were no signs or symptoms.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was increased pain in the lower back, legs, and feet. There was overstimulation. The healthcare professional (hcp) noted that the pain appeared related to overstimulation, not loss of efficacy. There were no concerns with the incision or any other safety concerns. The patient was reprogrammed.

Event description:
Additional information received from a legal complaint reported that the patient's stimulation was increased to "dangerously high levels" and the increase in stimulation shocked the patient across their back. The legal complaint reports, "the shocking was extremely painful" and that the healthcare professional (hcp) removed the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer of a clinical study reported via the manufacturing representative that they had recharged their battery and then connected using the patient programmer without the antenna. When they connected they received a strange screen. The patient saw a screen with a check mark in a box with two dashes next to it. No group letter or clock was showing but the icons were confirmed on the top row. The patient indicated when they connected with their patient programmer they waited until they heard a beep. It was unknown if this was an incomplete interrogation. The screen could not be identified by the consumer's description. The patient re-synched with their programmer and when they did they saw the regular screen with group a except group a was no longer checked. When the patient activated group a they started having a return of symptoms. Once they got everything "check marked" and turned it on they experienced an immediate return of baseline symptoms including pain and throbbing of lower extremities and feet with numbness on the right side. The consumer was concerned they "messed something up." The manufacturing representative confirmed all settings were exactly where they were initially programmed at. A screen shot of the patient's printer showed no deviations from original programming parameters. However, the patient pain symptoms seemed to be worsening from earlier in the day prior to programmer screen event. It was suggest ed the patient turned off their stimulator and await additional information. The patient did not sleep much that night. They speculated that an incomplete information event occurred most likely due to pulling the programmer away from the battery too quickly before all the information could transfer. Adaptive stimulation and scheduled therapy were not used. Per the health care professional the pain appeared related to overstimulation/motor stimulation not loss of efficacy. There were no concerns with safety or the incision. The patient was reprogrammed to "1200/200" per sponsor instruction. Additionally it was noted they were successfully programmed to the study parameters but they were not satisfactory. The patient was then reprogrammed to adaptive stimulation. The patient was again reprogrammed in (B)(6) 2015 secondary to dissatisfaction to the therapies protocol parameters and lack of overall pain improvement. Physical and neurological exam was done and results showed pain in both sides of lower back bilateral legs and feet related to overstimulation. The pain had a different character of pain than baseline including cramping/spasm. Patient status was noted as alive with no injury. No surgical intervention was taken or planned. Etiology was noted as related to device or therapy more specifically programming/stimulation and not related to implant. However additional information also noted the file was sent in and they were not sure of an etiology. The event could not have led to a serious medical occurrence or death. It was not a life-threatening illness or injury and there was no permanent impairment of a body structure or body function. The patient did not require in-patient or prolonged hospitalization or surgical intervention. The event was considered resolved without sequelae and the programmer was functioning without incident. Patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient¿s pain had greatly increased because of the ins. The patient experienced constant shocking from the malfunctioning unit. The company representatives were unable to reprogram the device to resolve these problems. The device was removed on (B)(6) 2016, yet the patient continued to suffer with chronic pain that was now worse than before the ins. The indication for use included chronic back pain, spinal pain, and leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced burning at the battery site. The company representative set the patient¿s device settings too high, and it shocked them. The patient experienced numbness in hips, arms, and hands. No further complications were reported or anticipated.